Event description:
The customer ran a control test on her contour next link meter and received a high out of range result of 176mg/dl. The meter did not mark it as a control and the reading was sent to the insulin pump as a blood result. There was no adverse event alleged. The issue was resolved during the call. Product is not expected to be returned for evaluation

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.